Event description:
Customer reported device 3rd contact connector is missing and the surrounding plastic around that secton appears deformed from being slightly melted. The base of the units' condition has damage consistent with the device. No treatment. A request was made for return product was made and replacement product was sent.